Manufacturer narrative:
An event regarding cracked triathlon standard insert trail was reported. The event was confirmed. A visual inspection confirmed the reported crack. Medical records evaluation not performed as clinical factors did not contribute to the event. All devices accepted into final stock conformed to specification. There have been no other events for the lot referenced. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 4-9mm cr insert trial. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that the scrub tech noticed the trial was cracked.

Event description:
It was reported that the scrub tech noticed the trial was cracked.